Manufacturer narrative:
Additional information: d6a. (B)(6) 2024. A postoperative lateral image was received which shows the inferior screw backing out of the 3-level plate. The implant remains in the patient. Based on the information available, the root cause cannot be determined.

Manufacturer narrative:
The implant remains in situ. The lot number was not provided; therefore, a review of device history records cannot be performed. Radiographs were not provided; therefore, the complaint cannot be confirmed. Based on the information provided, the root cause cannot be determined. If additional information and/or the implant is provided, a supplemental report will be filed accordingly. Labeling review: warnings/cautions/precautions: potential risks identified with the use of this device, which may require additional surgery, include device component fracture, loss of fixation, non-union, fracture of the vertebrae, and necrosis of bone, neurological injury and vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components. Postoperative management: additional or revision surgery may be necessary to correct an adverse effect. The surgeon should instruct the patient regarding amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and /or breakage of the implant devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibration motion, fall, jolts or other movements preventing proper healing and/or fusion development.

Event description:
A patient underwent a 3-level anterior cervical discectomy and fusion spinal procedure on an unknown date. It was reported that a screw backed out postoperatively. There is no report of patient symptoms or plans of revision surgery.